Manufacturer narrative:
Device evaluation of monitor sn(B)(4) has been completed. The reported problem ( belt connector damaged) has been confirmed. Upon investigation the monitor was unable to connect with an electrode belt. The monitor's electrode belt connector guide pins were bent. The root cause for the bent connector pins was physical abuse no adverse events occurred as a result of the defective monitor.

Event description:
(B)(6) 2020 : resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned monitor sn (B)(4) and reported that it had a damaged belt connector.